Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. Unable to perform any tests due to blank display. Insulin pump received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.(B)(4).

Event description:
Customer reported via phone call that the device was exposed to moisture. Customer's blood glucose was unknown. There was fluid under the lcd display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.